Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was taking a longer period of time when charging. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.